Event description:
It was reported that the patient's pulse generator was interrogated prior to patient's discharge. Interrogation of the pulse generator noted that the left ventricular (lv) lead had high capture threshold. Chest x-ray performed confirmed that the lv lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement and inadequate capture. As received, a complete lead was returned for analysis. The reported event of inadequate capture was not confirmed. Visual inspection of the lead found no anomalies with the exception of damage consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The double bend height was measured within specifications.